Manufacturer narrative:
The doctor did not return the bur alleged to have been involved in this incident nor did he specify the lot number involved, therefore, the evaluation could not be conducted. This medical device report is being submitted because the doctor stated that the bur breakage could have resulted in permanent damage to the patient's eye.

Event description:
On november 12, 2009, beavers dental received notification that a bur broke during use and hit a patient on the eyelid.